Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen goes blank on the insulin pump. Customer stated that the pump beeps. Customer's blood glucose was 137 mg/dl at the time of the incident. Troubleshooting was performed and customer stated that the display returned. Customer reported that the battery did not last more than 1 week. Customer's blood glucose was high and then low at 47 mg/dl. Customer ate to get back up from the low blood glucose reading. Customer declined troubleshooting these issues. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump functioned properly. No blank display, shutting down or display anomaly noted during testing. No damage inside pump noted. Device function properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, off no power, failed battery test alarm or battery indicator anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.